Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, and the phenomenon, ¿device is without image¿, was not reproduced, thus, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was no image on their high definition lcd monitor. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.